Event description:
A customer reported that the equipment shut off on its own during a cataract extraction procedure. The case was completed with the same system with no impact to the patient. Additional information was received indicating that the case was completed after the system was rebooted and that there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).